Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead implant procedure, a cardiac perforation and pericardial effusion was observed. It was suspected that the repositioning led to the effusion. The patient's blood pressure and heart rate dropped as a result, but stabilized after receiving fluids. The replacement lead was successfully implanted. Patient was in stable condition.